Event description:
The surgeon implanted a aa4204bf plate collamer lens. After implantation of the lens the patient developed a low grade of iritis. Patient was dilated to look for residual cortex, none found. There has been no evidence of cystoid macular edema. Lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.